Event description:
Edwards received notification from our affiliate in france. A patient underwent an implant of a 26mm sapien 3 valve, in aortic position by transfemoral approach. As reported, during post-dilatation due to treat pvl, the balloon of the commander delivery system burst. When physician wanted to pull out the delivery system, it was unable to retrieve it into the esheath. It was also impossible to pull out the commander from the femoral artery. Just after the case, the patient had to be transferred to the surgical or to withdraw the commander via surgical femoral approach (because the balloon was blocked at the point of puncture) and the surgeon succeed to withdraw the commander. The patient is in good health and everything was ok. After the case, there was no more pvl. The final outcome was a perfect implantation of the thv with excellent results. It was decided to have 2 additional mls in the inflation device for the post dilatation. As per medical opinion, perceived root cause of the balloon burst were the huge calcifications in the native annulus.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. The complaints of balloon burst and withdraw difficulty were unable to be confirmed since neither the applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in an edwards' technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The complaint description states, ''perceived root cause of the balloon burst were the huge calcifications in the native annulus.'' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2 ml was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. A review of the available information suggests that patient (calcification) and procedural factors (over-inflation) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Since no edwards defect was identified, no corrective or preventative action is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.